Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implant date: (B)(6) 2020; 310c27, tissue valve, implant date: (B)(6) 2020; 511211, lead, implant date: (B)(6) 2021; w1sr01, ipg, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) epicardial lead exhibited no capture. The ra epicardial lead was capped. An leadless implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.